Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with cracked case at the display window corners and cracked lcd window. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the screen had crack that was pretty deep, buttons had been harder to push not as responsive, especially act button and unexplained no delivery alerts. It was reported that they had motor error. The insulin pump will not be returned for analysis.